Manufacturer narrative:
D6a and d6b: updated the implant and explant dates. H6: updated code based on new information. Additional information they held systemic heparin and no the pump is not available for return.

Manufacturer narrative:
Investigation summary: ppae (major bleed) : the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the left femoral artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease and diabetes mellitus, classified as scai stage d. During support, the patient experienced a gastrointestinal (gi) bleed. The patient had a known history of diverticulitis, which is a more plausible contributing factor to the gi bleeding. The patient survived on explant. The reported event is major bleed, which is a known risk described in the instructions for use due to anticoagulation and purge requirements during impella support. In this case, the gi bleed is most plausibly associated with the patient¿s underlying diverticulitis and critical clinical condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.